Event description:
Procedure type: hysterectomy. According to the reporter: half of needle was missing from the device. The surgeon was unable to retrieve the portion of needle. Next to kin did not want an open procedure.